Event description:
I was recently forced to switch to freestyle libre 13+ (abbott) because freestyle libre 3 is being phased out. In the past, I had very few problems with the sensors. For several months, I have had issue after issue. There has been a recall of these sensors, and I was hoping that things would improve with time. They have not. My previous sensor failed, per usual, and they promised to send a replacement. They did not. Last night at 8:30 pm, I received the following message on my phone: your sensor runs continuous quality checks and has shut itself down for your safety. Please apply and start a new sensor to monitor your glucose. When I called abbott this morning, they said that, despite the nationwide recall and a myriad of customer issues, the problem was my fault. They claimed that I didn't know how to use the product after using it for 5+ years. Was I using the wrong soap on my arm? Was I sleeping on the sensor? They suggested that I use a finger stick rather than take responsibility for their product. I have sunk thousands of dollars into this company, which has decided that it no longer needs to provide us with a safe and accurate product. I appreciate your attention to this matter.